Event description:
Plaintiff alleges the development of severe and immediate reactions to latex resulting in injuries plaintiff alleges that she sustained numerous injuries, including anaphylaxis, asthma rhinitis, respiratory problems, hives,contact dermatitis, swelling, fatigue, headaches ,extreme discomfort,depression and emotional distress, all of which are permanent and life threatening. Plaintiff's husband alleges loss of of consortium of his wife.